Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. The field service engineer (fse) identified medication spillages inside the half height cubie drawer. The fse replaced the half height cubie tray and cleaned the inside of the cubie drawer. The device was tested, and the failed pockets were successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failed, the system was unable to recover door 2, and maintenance was required. The customer attempted troubleshooting by rebooting the station and trying to recover the storage space; however, the problem persisted. However, there were no delay or adverse events or injuries reported based on this event.